Event description:
It was reported to philips that system would not start up, it was stuck at "00:00". No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. The rse worked with the medical technician and identified that the flexvision pc¿s hard drive led was not functioning and the flexvision monitor displayed no images. A philips field service engineer (fse) visited onsite and found that the flexvision pc was intermittently failing to start. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working condition and ready for clinical use. The flexvision pc was returned for failure analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.